Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Tandem technical support was unable to finish troubleshooting with the customer but planned to perform a cartridge change to address the issue. There was no adverse impact to the customer's blood glucose level.